Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with recurrent epidemic keratoconjunctivitis with severe light sensitivity in both eyes approximately six week post lasik. The patient is very uncomfortable and is unable to work when symptoms flare. Topical steroid drop dosage was increased. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).